Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. The manufacturer representative was trying to pull logs from the navigation system. The /manufacturer representative received a "usb failed to mount" error and also received a different error message (not reported). The system then rebooted, went to the "ubuntu grub menu" , and then to a blinking black cursor. Technical services instructed the manufacturer representative on troubleshooting and the issue resolved. No further action was required as the issue was reported to have resolved during the call. No complications were reported/anticipated.

Manufacturer narrative:
Logs of the event were analyzed by software engineers and this issue was found to be consistent with a known software anomaly. This is being tracked in the medtronic data base. If information is provided in the future, a supplemental report will be issued.